Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed that the speaker was faulty. The fse replaced the speaker to resolve the issue. The device was operational after replacing the speaker was completed. E1; reporter institution phone number (B)(6) e1: reporter phone number (B)(6)

Event description:
It was reported that a message about a speaker operation fault is being displaying on the x2. The device was in use at time of event, there was no adverse event reported.